Manufacturer narrative:
Additional devices listed in this report: cat 5517-f-602, lot s3bff, description: triathalon p/a cr beaded #6r; cat 5520-b-500, lot s4t4m, description: triathlon prim cem fxd bplt #5. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Product not returned to manufacturer.

Event description:
Patient experienced pain in her right knee. Doctor revised knee with ts implants. There were no unusual circumstances, surgeon did not suggest any specific device lead to the revision surgery.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. No device evaluation performed as the device was kept by the hospital. Insufficient medical records were received for review with a clinical consultant. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. The reported event regarding pain and revision surgery involving a triathlon insert was not confirmed.

Event description:
Patient experienced pain in her right knee. Doctor revised knee with ts implants. There were no unusual circumstances, surgeon did not suggest any specific device lead to the revision surgery.